Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the coil delivery wire was found to be kinked and it¿s likely due to handling. In addition, the main coil was stretched and subsequently broken (along with the suture). A functional test could not be performed due to the condition of the returned device. It is most likely that the reported friction was due to some procedural/anatomical factors encountered during the procedure and it is probable that the coil got stuck inside the microcatheter and it was removed with excessive force which contributing to coil stretched, coil broken and suture damage limiting its performance during the clinical procedure. Based on the review of the information indicated that the device was confirmed to be in good condition prior to use and there is no indication of a use error. An assignable cause of operational context has been assigned to this reported event.

Event description:
During the analysis for the returned device, it was revealed that the main coil was broken. No clinical consequences reported to the patient.